Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed a cartridge change process (including full device rewind) where 1 unit was primed. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to follow the instructions provided in training, in the user guide, and in the device user interface when completing the cartridge change process by staying connected to the tubing during the fill tubing process, resulting in unintentional insulin delivery.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024 the user experienced a hypoglycemic event with a blood glucose level dropping to 40 mg/dl after changing their cartridge without disconnecting from the pump. The user did not follow the proper procedure of disconnecting before pressing and holding the cartridge refill, which may have led to insulin delivery. The user refilled their cartridge on the morning of (B)(6) 2024 and paused insulin delivery during the process. However, they did not disconnect the tubing, as they typically rely on pausing the insulin rather than disconnecting during cartridge changes. As a result, the user experienced dizziness, confusion, difficulty speaking, and sweating. They required assistance from a fellow teacher, who provided juice and glucose tablets. The user's blood glucose levels returned to normal within approximately 30 minutes after the glucose intake. No professional medical intervention was needed. The user was advised to disconnect from the pump when changing the cartridge to prevent similar incidents in the future.